Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 3.25x18mm xience sierra stent was successfully implanted in the 1st obtuse marginal (om) coronary artery lesion. There were no procedure complications. On (B)(6) 2019, the patient started experiencing chest pain. On (B)(6) 2019, presented to the emergency room with chest pain and was hospitalized. In-stent restenosis was observed. Another percutaneous intervention was performed at the target lesion site as treatment. The event resolved. No additional information was provided regarding this issue.